Event description:
A malfunction alarm was reported with malf 12 code displayed on the device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the process, and advised them to continue using the pump while monitoring for any recurrence of the malfunction code, which did not recur after resetting.